Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
Z6ms transducer produces the usacquisitionhw_40 error.

Manufacturer narrative:
This supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00171) submitted in 2016 did not go through correctly. Correction: correct the brand name of the device (see section d1), correct the date received by manufacturer (see section g3). Additional information: additional event information (see section b5), update the device available for evaluation (see section d10), provide additional initial reporter information (see section e1), update the manufacturer's contact information (see section g1), provide the PMA/510(k) information (see section g5), update device evaluated by manufacturer (see section h3), and provide evaluation codes (see section h6), provide additional manufacturer narrative (see section h10). The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Event description:
This is a supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00171) submitted in 2016 did not go through correctly. Additional information was received and it was reported that at the beginning of a transcatheter aortic valve replacement (tcavr) procedure, the transducer prompted a us acquisition hw_40_0 message when it was connected to the ultrasound system. The transducer was replaced and that meant the patient was re-intubated. A 20 minutes delay was incurred when the new transducer was retrieved. It was not necessary to repeat the procedure as no data was lost. There was no patient or user injury reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. The transducer was returned for investigation due to system error message. However, all the device functions worked properly without system error. All of the manufacturing tests passed, so this is a ntf (no trouble found) case. The device problem could not be confirmed. This issue was resolved by replacing the z6m transducer.